Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown day in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a half day infusor leaked. The device was filled with 1g of desferrioxamine and hydrocortisone diluted in an unspecified amount of 0.9% sodium chloride. The device was found to be leaking ¿through the split in the line at the top¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured november 7, 2016 ¿ november 8, 2016. A photographic sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The photograph showed evidence of a leak due to broken tubing at the junction of the set-cap. The cause of the broken tubing could not be determined from the photograph. Should additional relevant information become available, a supplemental report will be submitted.